Manufacturer narrative:
Initial reporter city: (B)(6). Device evalauted by MFR.: returned product consisted of maverick 2 balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was blood and contrast in the inflation lumen and balloon. The balloon was loosely folded. The device was soaked in a water bath for five days to loosen the blood and contrast in the device. Microscopic inspection revealed a pinhole leak at the distal marker band. No marker band damage was detected. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The 86% stenosed target lesion was located in the severely calcified right coronary artery. A 2.00mm x 20mm maverick balloon catheter was advanced for dilatation. However, the device was unable to cross the lesion and during inflation at 12 atmospheres, the balloon ruptured due to calcification and was noted that it was removed as a whole system. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 86% stenosed target lesion was located in the severely calcified right coronary artery. A 2.00mm x 20mm maverick balloon catheter was advanced for dilatation. However, the device was unable to cross the lesion and during inflation at 12 atmospheres, the balloon ruptured due to calcification. The procedure was completed with another of the same device. No patient complications were reported.